Manufacturer narrative:
Analysis summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap on both the right/ipsi and left/contra sides. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. It is possible that this likely type IV endoleak may have been exacerbated by slight fabric stretching resulting from the stent/od expansion seen near the endoleak location at the flow divider, in a location where the bifurcate was unapposed to the vessel wall within the top of the aaa sac. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 22-oct-2021, UDI#: (B)(4). Product ID: etlw1620c124ee, serial/lot #:(B)(4) , ubd: 22-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The patient had an infrarenal neck length of 18 mm, with a diameter of 21 mm. It was reported that during the index procedure, the stent graft was well positioned. However, a contrast blush was observed outside of the stent graft, at the level of the flow divider. Further angiography confirmed an endoleak was present. The endoleak was thought to be either a type iii or a type IV endoleak. The physician ballooned a second and third time with a reliant balloon, however the endoleak was not resolved. As per the physician, the cause of the event could not be confirmed. No additional clinical sequelae were reported and the patient is fine.